Event description:
(1/2 reference (B)(4) for related complaints) (documenting first pump) per medwatch mw5109141: follow up to hospitalization previously reported. Pharmacy contacted md's office to confirm patient's current dosing weight. Per (B)(6) at md's office: "thank you, I think she may have been an in-patient pharmacist calling to confirm patient's weight. I just found out patient was admitted yesterday with 2 broken pumps. Currently in yale micu. What is the process of patient returning broken and getting functioning pumps?" Pump serial numbers unknown. Date of admittance or current length of hospitalization is unknown. No further info, details or dates available. Unknown if fault occurred while in use with patient. Unknown if product issue caused or contributed to injury. Unknown if device is available. Patient did not have a backup to switch to. Patient was not able to successfully continue infusion. Additional information received and attached by ICU medical on 20/may/2022 via email: patient details updated. Contact details updated. Event outcome: resolved.